Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that during a returned order service it was noticed that the device would turn on, however, there will be no display and the device would alarm constantly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The reported issue of blank screen and a constant alarm was found at power up. The investigation determined that an incomplete upload of software by the customer was the cause of the reported issue. The pump was updated and preventive maintenance was performed on the pump. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.